Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported that for the past several days they have been having issues charging their implant. Pt stated that the controller is telling them that they need to replace the battery soon for awhile. Caller added that they tried resetting the controller but that did not resolve the issue. Caller noted they tried charging the implant for an hour and it never budged off of 40% even on excellent. Agent walked caller through resetting the controller and starting implant charge. Pt advanced with no issue and saw controller at 100% and ins 30% recharging excellent. Pt added they normally have to charge in 2 steps because they do not have time. Agent asked - pt stated they charge implant with stimulation on; pt will try charging with stim off. Pt noted they have had 'everything replaced' referencing external device replacements in (B)(6) 2024. Pt stated the next hcp appointment is in january. Agent redirected to hcp to further address ins charging issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the problem was not with the implant, it was with the equipment. The rep and patient mad a call and all equipment was replaced. Issue resolved.